Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty therapy capacitor. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the therapy capacitor was faulty and needed replacement. The therapy capacitor was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Event date updated to 06/01/2020.

Event description:
It was reported there was failure to diagnosis during inspection. No patient involvement reported at this time.